Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported issue. Physio observed that both cells from an internal hlc battery, designator bt1 from the analog pcb assembly have high internal resistance which allowed the cells to deplete. This led to the device not having the ability to stay powered on.the customer received a replacement device.

Event description:
The customer initially reported that their device was showing its attention and charge-pak icons. After an evaluation of the device by physio-control, it was observed that the device was unable to stay powered on. There was no patient use associated with the reported issue.